Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken to the accident and emergency department of (B)(6) hospital on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 20 mmol/l while wearing a pod for approximately 1 day (this pod is reported in related case (B)(6)). The patient¿s ketones were measuring 3.6 mmol/l. The patient awoke in the night and vomited, the patient¿s parents noticed that the pod was leaking insulin and removed the pod and applied this new one at 4:35am. The patient was taken to the accident and emergency department, and the pod was removed by medical professionals, in order for them to administer manual insulin injections as treatment. The patient was released approximately 4 or 5 hours later, on the same day.